Event description:
Icyhot heat therapy air activated heat patch back caused redness and irritation to back of neck area. Dose or amount: patch, frequency: no more than 8 hrs. Dates of use: one day in 2008. Diagnosis or reason for use: sore neck and upper back.